Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room director reported that during implantation of an intraocular lens (iol), the optic being cracked during implantation. Additional information was requested. There are two medical device reports associated with this event. This report is one of two.